Event description:
It was reported that during a procedure, the suture dart was not caught in the cage. The surgeon tried several times but could not complete the procedure causing the patient to need to have a second procedure at a later date. The initially planned procedure was a sacrospinofixation by richter, posterior colpoperineorraphy, and low cystocele treatment by vaginal plastron. Only the richter procedure and colpoperineorrhaphy were completed as planned. The cystocele treatment was completed during a second procedure seven days later. During this second treatment phase, the patient was noted to have a compressive hematoma at the sacral level with radicular pain. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: impact code f1001 captures the reportable event of aborted procedure. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any anomalies. Upon functional inspection, after deploying the device, the device cage was unable to catch the suture. A dimensional inspection was also performed, which determined that the spring catch was out of specification. Based on the information available and analysis results, the "hematoma" reported is a known adverse event associated with the use of the device; therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device. Regarding the event of cage failure to catch the needle, an investigation is in place to address this problem and concludes that the root cause lies in the design phase, where the interaction between the dart and the spring catch was not appropriately considered, leading to an inconsistent and insufficient tolerancing arrangement. Therefore, the investigation concluded that the most probable cause for this event is "cause traced to device design," and this is the most probable cause assigned to the reported event overall.

Event description:
It was reported that during a procedure, the suture dart was not caught in the cage. The surgeon tried several times but could not complete the procedure causing the patient to need to have a second procedure at a later date. The initially planned procedure was a sacrospinofixation by richter, posterior colpoperineorraphy, and low cystocele treatment by vaginal plastron. Only the richter procedure and colpoperineorrhaphy were completed as planned. The cystocele treatment was completed during a second procedure seven days later. During this second treatment phase, the patient was noted to have a compressive hematoma at the sacral level with radicular pain. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: impact code f1001 captures the reportable event of aborted procedure.